Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed, where the spike was inserted into a saline bag, and flow of liquid was confirmed throughout the set with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a "clogged pipe". This was noticed before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample pouch and two (2) retained samples were provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported flow issue. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported flow issue. An air passage test was performed on the retention samples and no blockages were observed. The reported condition was not verified on the actual or retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.